Event description:
It was reported that during patient treatment, the ventilator had issues with measured o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had issues with measured o2 concentration. No information of any parts being replaced has been received and no parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).